Event description:
The surgery center reported a laser vision correction patient experienced corneal abrasions on left eye (os) at 5 day post op exam. The surgery center described a small area of epithelial sloughing was debrided on left eye. The corneal abrasion described by the account required more than one week to heal. A bandaged contact lens was placed and steroid eye drops to treat left eye. There were no patient complaints or comments. A bandaged contact lens was placed and steroid eye drops to treat left eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.